Event description:
Inappropriate therapy/shock due to over sensing/noise on rv lead. Rv lead integrity alert triggered for two high rate ns events and 240 short v-v interval events. Clinician confirmed that the patient had an avr performed on (B)(6) 2023 and stated that it was likely the patient was in the operating room at the time. Rv lead trends appear to be stable and no oversensing noted on current egm and no subsequent episodes detected. Atrial threshold last measured 1.5 v at 0.40 ms. See atrial threshold trends for possible increase in measurement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5146717.